Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint regarding image blackout and scope communication error (b30) was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction occurred when the image sensor unit cable was break or short-circuit at the point where the coating had torn, and that it was possible that this was caused by the internal components inside the bending tube moving when the cable was angled, causing a temporary break or short-circuit. The cause of the image sensor unit cable sheath breakage is assumed to be due to the condition of the insertion section and to the fact that the internal articles were temporarily disrupted by external interference, such as insertion and removal at an angle to the trocar, and an unexpected load was applied to the image sensor unit cable. The event can be detected by following the instructions for use: "ltf-s190-5 operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer stating that there was a delay because there was a switchover.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had a b30 error (scope communication error). The power was turned on and off but did not recover. The issue occurred during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.